Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog failure. No adverse effects were reported.